Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the first obtuse marginal of circumflex artery. A 2.25 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled out, it was noted that the stent struts were lifted from the balloon. The procedure was completed with a 2.25x28mm stent. There were no patient complications nor issues reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed and was moderately tortuous and moderately calcified.